Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. No other info was provided by the hosp. The hosp did not report any pt complications.